Manufacturer narrative:
Approximated based on the month and year the first procedures were performed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Enrique perez-cuadrado-robles , hadrien alric , ali aidibi , michiel bronswijk , giuseppe vanella ,claire gallois, hedi benosman ,emilia ragot , claire rives-lange , gabriel rahmi and christophe cellier. (2022). Eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placemen. Cancers 2022, mdpi journal of cancers 14, 5516. Https://doi.org/10.3390/cancers14225516. Patient code e1006 captures bowel perforation. Impact code f19 captures the surgical intervention required to treat the perforation. The axios stent and electrocautery enhanced delivery system was not received for analysis. However, a media analysis was performed, which identified the stent inside the patients anatomy. No other damages were noted. The reported bowel perforation and surgical intervention were unable to be confirmed, because these issues occurred during the procedure and there is no objective evidence or descriptive conditions to confirm the reported events. The reported use of device issue misuse was confirmed based on the information provided the axios stent was intended to be placed to treat a gastric outlet obstruction (goo) consequent to a duodenal malignancy. The axios stent and electrocautery- enhanced delivery system directions for use, state that this stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastric outlet obstruction (goo). Based on the information provided in the complaint event description the patient experienced a perforation which required surgical intervention. These events are known potential complications associated with the use of the device which are documented in the manufacturers labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placement, by (B)(6), et al. Per the article, between (B)(6) 2022, axios stent and electrocautery enhanced delivery system 20x10 mm, lumen-apposing metal stents were implanted. 28 patients underwent an endoscopic ultrasound-guided gastroenterostomy (eus ge) for malignant gastric outlet obstruction (goo) during the study period. All procedures were performed under general anesthesia and no stent dilation was performed during the baseline procedures. A eus-ge technique using the freehand (west) direct perforation of the saline-filled small bowel target was performed. Eus guidance was used for the placement of the stents (distal and proximal flanges). An anticholinergic agent was also used to reduce motility and facilitate stent insertions. Technical success was defined as the successful placement of the axios stent with the creation of an anastomosis between the stomach and the duodenal or jejunal lumen below the malignant stricture. An adverse event (ae) occurred for one patient with pancreatic cancer, who underwent a technically successful eus-ge in the first jejunal limb. During the endoscopic procedure, the patient presented with a delayed colonic perforation of the transverse colon, which led to surgical intervention a few hours later.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placement, by enrique perez-cuadrado robles, et al. Per the article, between january 2020 and september 2022, axios stent and electrocautery enhanced delivery system 20x10 mm, lumen-apposing metal stents were implanted. 28 patients underwent an endoscopic ultrasound-guided gastroenterostomy (eus ge) for malignant gastric outlet obstruction (goo) during the study period. All procedures were performed under general anesthesia and no stent dilation was not performed during the baseline procedures. A eus-ge technique using the freehand (west) direct perforation of the saline-filled small bowel target was performed. Eus guidance was used for the placement of the stents (distal and proximal flanges). An anticholinergic agent was also used to reduce motility and facilitate stent insertions. Technical success was defined as the successful placement of the axios stent with the creation of an anastomosis between the stomach and the duodenal or jejunal lumen below the malignant stricture. An adverse event (ae) occurred for one patient with pancreatic cancer, who underwent a technically successful eus-ge in the first jejunal limb. During the endoscopic procedure, the patient presented with a delayed colonic perforation of the transverse colon, which led to surgical intervention a few hours later.

Manufacturer narrative:
Block b3: approximated based on the month and year the first procedures were performed. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: enrique perez-cuadrado-robles , hadrien alric , ali aidibi , michiel bronswijk , giuseppe vanella ,claire gallois, hedi benosman ,emilia ragot , claire rives-lange , gabriel rahmi and christophe cellier. (2022). Eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placemen. Cancers 2022, mdpi journal of cancers 14, 5516. Https://doi.org/10.3390/cancers14225516. Block h6: patient code e1006 captures bowel perforation. Impact code f19 captures the surgical intervention required to treat the perforation.